Event description:
It was reported that the vertical column on the 9800 system will not go up or down. A joystick error message was also identified during investigation. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified loose connector p4 on the power motor relay. Tightened connector and column functioned as intended. During investigation received joystick error. Identified need to replace remote joystick console. Customer will contact ge when they want joystick console replaced. System performs as intended with exception of joystick issue. Additional information will be reported as it is received.